Event description:
The reason for call was patient needed to have an MRI and they wanted to know the eligibility. Pt reported their leads got moved 2-3 years ago. It was bothering so much. Pt then got frustrated. Now patient got in a car accident and needs to have an MRI. Patient noted they had not charged their implant for a while. Agent reviewed MRI guidelines. Pt said MRI facility wants pt to go into MRI mode. Reviewed ins is likely in overdischarge and pt needs to see hcp. Pt has an appointment on (B)(6). Reviewed the process of contacting the rep.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID: 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2016, brand name vectris surescan; product ID: 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.